Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen (unknown concentration at 151.7.9 mcg/ml) via an implantable infusion pump. It was reported that the patient had issues with the pump being implanted in their buttocks. The caller stated that it hurts to sit, walk, exercise, ride in a car and sometimes sleep. No further complications have been reported as a result of this event. (B)(6) 2020 patltr (con): additional information was received from the patient on (B)(6) 2020. The patient reported that, on (B)(6) 2019, they met with the implanting physician to discuss the implantation of a baclofen pump to decrease the spasticity in the patient's calves due to multiple sclerosis. The implanting physician indicated that they would be implanting the pump in the patient's right buttock, not in the abdomen even though the managing physician wouldn't "like it". The implanting physician reportedly did not explain the pros or cons of either location nor would they consider or entertain the abdomen as a possible location for the pump. On (B)(6) 2020, the pump was implanted along the patient's lower right flank on an outpatient basis. A second surgeon and a medtronic representative were present for the surgery and the implanting physician reiterated that the pump would be going in the patient's buttock and the managing physician "would not like it". The patient attended a post-op visit with the implanting physician and the medtronic representative. The implanting physician stated that everything looked fine and redirected to the managing physician. The patient inquired about the reasoning for the pump location with their managing physician as they were having "such pain" at the pump location, but the managing physician did not know why the pump was implanted in that location and noted that the patient was the only one the physician had ever seen with a pump in the buttock. The patient refused to speak with the implanting physician again after their insistence on the pump location and the managing physician redirected to another surgeon to discuss removal or relocation. Because they were suffering the adverse effects of the pump location, the patient researched the medtronic implant manual and literature, both of which refer to the implant site as the abdomen but made no reference to the buttock, and contacted the FDA about their guidance. The FDA approved the abdomen location because many people with baclofen pumps have ms and are wheel chair bound and not able to sit on the pump. On (B)(6) 2020, the patient had a virtual appointment with the surgeon. The patient was "so discouraged with the pump situation" that they asked the surgeon to remove the pump. The managing physician offered to lower the baclofen dose to see if the pump was working before it was removed and it was determined that the pump was indeed helping with the patient's spasticity. It was decided that the pump should be relocated instead and on (B)(6) 2020 the pump was removed from the lower front flank and relocated to the right abdominal area. The medtronic representative was present for the relocation surgery as well. An overnight hospital stay was required post-op to monitor the patient for symptoms of baclofen withdrawal or overdose. The patient went for a post-op visit on (B)(6) 2020 with the surgeon, who informed the patient that the incisions were healing nicely. When the patient inquired about the implanting physician choice to implant in the buttock, the surgeon indicating that the implanting physician's implants are generally pain pumps, which are smaller and can be put in the shank. The surgeon felt that the implanting physician may have overstepped by doing a baclofen pump. The patient reported that they are doing much better with the pump in the abdomen and pump is working in its new location. However, the patient reported that the experience was "exhausting"and "depressing" and the patient is still experiencing pain at the previous pump location, especially when sitting. The area is reportedly tight with a burning feeling. According to the patient the pain and discomfort from the previous site when sitting, standing, or walking resulted in an inability to perform routine functions and significantly decreased the patient's quality of life. The patient was not able to exercise or stretch which increased the spasticity in their calves. The patient also noted that the location presented a risk for disconnection and damage to the tubing. The patient has another post-op appointment with the surgeon on (B)(6) 2020 to discuss the pain that still exists at the previous location. No further complications were reported.